Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after patient was positioned prone using the mayfield head holder, a slight downward slip occurred. The surgical team confirmed that the slip did not occur within the mayfield clamp, and the mayfield ultra base (a2101), is suspected to have caused the slip. A similar slip occurred 2 weeks prior, and all of the head holders were inspected, but no defects were found at the time of inspection. After the second occurrence, it was found that couple of bolts on the base might not be tightened to specifications. No injury occurred and no information on surgical delay has been reported.